Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette could not be attached/detected. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a degraded dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the latch/lock optic sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.